Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of solu-medrol. The customer contact reported that after an unspecified length of time, the patient noted a slow steady stream of solution leaking between the connection of the tubing and the secure lock male adapter of the tubing set. At that time, the patient called for the nurse. The customer contact reported that the nurse confirmed the leak by placing a piece of gauze under the reported location of the leak on the tubing set. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
Six sealed samples were received and evaluated. The devices passed testing. No leaks of solution were noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.